Event description:
The pt presented with a thoracic aortic aneurysm (taa). Two gore viabahn endoprostheses were used to maintain patency in the celiac artery and superior mesenteric artery (sma) while placing additional endografts to treat the taa. The intent was to deploy the two viabahn devices simultaneously. During deployment of the viabahn devices, each of the devices deployed within the introducer sheath with part of the device extending outside of the introducer sheath. The viabahn device positioned in the celiac artery was removed via the brachial access site. During withdrawal of sma positioned device, the device pulled out of the introducer sheath and completed deployment in thoracic aorta next to the sma ostium. One additional device was successfully placed the celiac artery and two additional devices were successfully placed in the sma.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Note: additional device was involved in this event. MFR report #2017233-2012-00223.